Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The husband reported via phone call that the customer experienced low blood glucose. The husband reported the customer woke up to a low of 43 mg/dl. The husband also reported the sensor would not calibrate. Troubleshooting was able to verify the transmitter was functional. The transmitter will not be returned for analysis.